Manufacturer narrative:
Additional information received on 09/02/2021, from initial reporter (B)(6). Site stated they used a non-mpo femoral head.. Therefore, the incident (B)(4) with part name femoral head biolox delta ceramic 12/14 - 36 s and part ID: pha04414, needs to be voided.

Manufacturer narrative:
Due to additional information received on 09/02/2021 from initial reporter ; the following updates and changes have been done for this report: a) the medical device for this event has been replaced by pha01202 profemur® modular femoral neck family, lot no: 1414745; instead of pha04414 femoral head biolox delta ceramic 12/14 - 36 s. B) the medical device pha04414 femoral head biolox delta ceramic 12/14 - 36 s it's not longer attributed to this event. C) a new updated event description has been added for this report.

Event description:
Allegedly, a patient was revised for dislocation. The patient was implanted with a non-mpo shell, liner, and femoral head. Components not revised: product name: profemur(r) proximal body part ID: ppw39102. Product name: profemur(r) roughened distal stem, tapered part ID: ppw38026. Additional information received on 09/02/2021, from initial reporter (B)(6). Site stated they used a non-mpo femoral head. Therefore, the incident with part name femoral head biolox delta ceramic 12/14 - 36 s and part ID: pha04414, needs to be voided.

Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, a patient was revised due to dislocation. Components not revised: product name: profemur(r) proximal body part ID: ppw39102. Product name: profemur(r) roughened distal stem, tapered part ID: ppw38026.